Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of event is an approximation. On 05/28/2026, it was reported that the pediatric patient experienced inaccurate cgm values. The day of the event the cgm reading indicated low readings, and the patient consumed food. The patient experienced nausea and throwing up. The patient was brought to the hospital by the parent, and when a fingerstick was taken at the hospital the blood glucose reading was in the 400 mg/dl range while the cgm reading was still indicating a low reading. The patient would have experienced diabetic ketoacidosis. The patient was treated with intravenous fluids. The patient was discharged after spending 1 night at the hospital, but could not remember if they stayed for more than 24 hours. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.